Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-08464. It was reported (B)(6) the patient experienced ineffective stimulation. X-rays revealed one of the patient¿s leads had migrated as the anchors were not locked adequately. The patient underwent surgical intervention where in the lead was explanted and replaced with another model which resolved the issue. Effective therapy was restored postoperatively.